Event description:
The consumer purchased ob tampons ultra without applicator. Upon opening the box, consumer observed brown particles on the string attached to the tampon. Affected product was discarded, using product without the substance. A month later consumer purchased the same brand of tampons from a different location. After opening the box, consumer observed many tampons with brown particles on the string as well as within the folds of the tampon. Consumer could visually see it through the cellophane wrapping. Note: consumer filed complaint with johnson & johnson complaint # 010205187a.